Event description:
It was reported that pump touchscreen was cracked and shattered, with damage confirmed under screen protector and display unresponsive and illegible, and cause of damage remained unknown. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to interact with pump, and no additional information was received regarding further actions taken or outcome of event.